Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7087186/7087354.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected with the ipg and leads. The explanted devices will not be returned as they were kept by the facility. No further information could be obtained despite good faith efforts.